Manufacturer narrative:
The investigation is in progress. The device history record (DHR) for the reported knife's lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company's acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A nurse reported to a company sales representative that the knives included in some of their custom packs do not cut. There was no pt harm reported.